Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at l3-l5 using rhbmp-2/acs combined with allograft and/or autograft material. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: degenerative scoliosis thoracolumbar spine from t11-l5; spinal stenosis l2-3; spinal stenosis l3-4; left l4-5 stenosis with degenerative disk disease. For which, patient underwent following procedures: posterior spinal fusion t11-t12; posterior spinal fusion t12-l1; posterior spinal fusion l1-2; posterior spinal fusion l3-l4; posterior segmental instrumentation t11-l3; decompressive lumbar laminectomy l2-3. (Please note that this surgery is performed in conjunction with the bottom portion of the procedure from l3 to the sacrum and is dictated under a separate note, see above.); ap and lateral fluoroscopic interpretation; use of allograft (rhbmp-2 allograft chips and bone graft putty); lateral x-ray interpretation times one. Per op notes, a long rod was constructed and placed between t11 and l5. Once the rods were placed, rhbmp-2 was placed into each of the facets joints and local bone was placed into the lateral gutters followed by bone graft putty rhbmp-2 and allograft chips. Patient tolerated the procedure well with no complications reported. Patient also underwent following procedures: posterior lumbar fusion, l3-l4, l4-l5; instrumentation placement l3-l4 and l4-l5. Screw placement at both pedicles l3, both pedicles l4 and both pedicles l5; laminectomy at l3-l4 and l4-l5; trans microdiskectomy at l5-s1 and placement of cage; use of allograft autograft; fluoroscopic interpretation and emg monitoring. Per op notes, the disk at l4-5 was identified and subsequently, a complete diskectomy of l5-s1 was performed. The area was extensively irrigated and packed with rhbmp-2 and autologous bone graft. Subsequently, a cage was placed in. Two purse-strings were applied and the lateral gutters were packed in the standard manner with rhbmp-2 and allograft bone graft. Patient tolerated the procedure well with no complications reported. On (B)(6) 2007: patient underwent cat scan of lumbar spine without contrast due to status post lumbar fusion with cold left foot and left lower extremity numbness. Impression: recent posterior fusion t11 through l5 with multilevel laminectomy and discectomy/ disc spacer placement at l4-5; nonvisualization of the disc space at l4-5, obscured by streak artifact and soft tissue, much of which is likely postoperative soft tissue changes; left paracentral and foraminal disc bulge l5-s1 which may irritate the l5 and s1 nerve roots; multilevel neural foraminal stenosis; nonvisualization of the disc protrusion seen on the preoperative study at t12-l1; scoliosis, otherwise preservation of anatomic alignment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.